Event description:
An asymptomatic patient presented in clinic for follow up. Externalized conductors were noted. The electrical function of the lead was observed and tested. No anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.